Event description:
Ems responders reported CPAP would not work with 2 (two) different o2 (oxygen) sources. Had to hold hose up going into unit to work. Device kept stopping at times, unspecified period.